Event description:
An olympus field service engineer reported on behalf of the customer, excessive pressure was alarming with the high flow insufflation unit. The event occurred during a therapeutic laparoscopy. There was no delay, and the procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the phenomenon ¿excessive pressure¿ was not confirmed. It was also noted that the threads of connector were deformed, and the connection of the hose pipe was stiff. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event could not be reproduced, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.